Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on the exactech blood glucose monitor. The values, when plotted on a clark error grid, fell into the "e" zone showing the differnce in values to be clinically significant. There has been no complaint of death, serious injury or mistreatment associated with this event.